Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
A case of a patient affected by osteosarcoma of the right femur was reported. On 1989 the patient underwent a prosthetic implant. On 2002 and 2004 the femoral stem was revised . On (B)(6) 2017, following a traumatic event, the patient showed the breakage of the axle fixed hinged knee.